Event description:
Spontaneous inbound call from patient stating spring mechanism on pump broke. No further details were provided. Lot number and expiration date unknown. Unknown if patient missed a dose or experienced an adverse event due to the defective device. Pump is available for return. No further information reported. Pump used to infuse hizentra 20% at dose and frequency above. Indication: other immunodeficiencies with predominantly antibody defects. Reported to (B)(6) by pt/caregiver.